Event description:
It was reported that system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of high impedance and ipg was reported to abbott. The patient's penta paddle and ipg were explanted per patient request. The paddle had impedance issues and ipg has reached eol. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.